Event description:
A case of pericardial effusion requiring intervention was reported where the versacross transseptal sheath (vxs) was used during a left atrial appendage closure laac procedure. Transseptal was completed and a pericardial effusion was observed on the right side of the heart. The laac procedure was aborted and pericardiocentesis was initiated. The patient was monitored overnight and was reported to be fully recovered. It was noted that the patient had a pre-existing baseline pericardial effusion prior to surgery. As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.

Manufacturer narrative:
As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.